Event description:
It is reported that the device was revised in '08 due to loosening. Upon revision, the surgeon noticed that there was a foreign substance on the outside of the shell. Exact implant date is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.